Manufacturer narrative:
Update: d6a, h6 the event can be confirmed. The patient is experiencing extreme pain and discomfort because her occlusion is misaligned. The surgeon believed the only successful correction would be replacing her joint prosthetics with all-titanium custom-made tmj devices and performing a multi-piece lefort surgery. Based on the investigation there is no indication of an incorrectly working product or any design, material or manufacturing related issue. Not available.

Event description:
It was reported the implants were removed due to patient experiencing material sensitivity.

Event description:
It was reported the implants were removed due to patient experiencing material sensitivity.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : not available.